Event description:
It was reported that the patient presented to clinic with a backup battery fault. The alarm did not clear with a self-test, battery replacement, another self-test on the new battery. The system controller then was exchanged. Log files were submitted from the exchanged system controller and captured backup battery faults beginning on 24mar2026 at 0936 and continued intermittently for the remainder of the log.

Manufacturer narrative:
A4- patient weight requested, information not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.